Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va04782 serial# implanted: (B)(6)2013 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported that patient had a return of symptom. It was reported as unknown if environmental factors were involved, however, the during the impedance check the combination of 0 <(>&<)> 1, 0 <(>&<)> 2, 0 <(>&<)> 3 were greater than 4000, per the provider. It was reported the issue was not resolved at the time of this call. An intervention for explant was scheduled to (B)(6) 2017. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was unknown. It was unable to be determined if the products will be returned for analysis. There were no further complications reported or anticipated.